Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention in 2017 (exact date unknown) wherein the ipg was explanted and replaced with another manufacturer's ipg. The reason for the explant is unknown. Additional information regarding the surgery was not provided.